Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated nor could magnet tones be elicted during a routine ICD check. The patient has not received radiation therapy and no shocks delivered in the three months since the last ICD check, which was normal. The device was replaced and will be returned to cpi for analysis.